Manufacturer narrative:
(B)(4). Batch # r94c7t. Investigation summary: the device was returned with the bottom portion of the I- blade out of the lower jaw channel and the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle opened and closed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic ovariectomy procedure, the device did activate. Then the I-blade "became not to return" to the original position when the device clamped a thick tissue. The I-blade was returned by opening the handle by hand outside the patient, but the device did not function anymore. Jaws were not able to be opened and closed. There was no damage to the vessel/artery. Another device was used to complete the case. There were no adverse consequences to the patient and no change in patient care.